Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The bolus functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing hyperglycemia while using the infusion device. Patient's blood glucose value was not provided. Patient's normal blood glucose level was not provided. Patient stated he experienced this same concern about 18 months ago with different infusion device. Patient reported he had hyperglycemia, attempted to program a bolus, but his blood glucose did not decrease. Patient does not recall the blood glucose values or other information. Patient stated he stopped using the infusion device and switched to the backup infusion device. Patient reported he has experienced no concerns since he switched 2-3 days ago. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.